Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. Based on the information provided, the investigation was unable to determine a conclusive cause for the reported wall apposition; however, factors that may contribute to patient-device incompatibility (wall apposition) include, but are not limited to, incorrect device size for lesion, patient anatomical morphology, patient disease state and insufficient post dilation. The reported patient effect of restenosis and therapy appear to be related to operational context of the procedure. The reported patient effects of stenosis is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect(s) of coronary stenting procedures. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3: date of event is estimated d6: implant date is estimated d4: the UDI is not known as the part and lot number were not provided. Literature attachment: article title: "self-apposing stents in coronary chronic total occlusions: a pilot study."

Event description:
It was reported in an article that 20 patients who underwent chronic total occlusion (cto) percutaneous coronary intervention (pci) using self-apposing (sa) drug-eluting stents (dess) were compared with 20 matched control patients who underwent cto pci using balloon-expandable (be)-dess (non-abbott drug eluting stents and xience xpedition drug eluting stents). All patients were followed up clinically for 12 months and had coronary angiography with optis mobile oct and dragonfly oct catheters at the end of the follow-up period without issues. Throughout the follow-up period, patients in the sa-des group experienced significantly more major adverse cardiovascular events (maces) due to clinically driven target lesion revascularization (tlr) (45% vs 15%; p=0.038) indicated by significant in-stent restenosis (isr) compared with conventional be-dess. No acute myocardial infarction (mi), stent thrombosis (st), or cardiac deaths were encountered in either group throughout the study period. Details are listed in the article titled, "self-apposing stents in coronary chronic total occlusions: a pilot study". No other information was provided.